Event description:
Healthcare professional reported "deflation, calcification, soreness, lumps, rippling, implant is rock hard and "one cup size larger than the right" and exchange from textured to smooth breast implants due to the patient¿s concern with the product." This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, calcification, soreness, lumps, rippling, implant is rock hard and "one cup size larger than the right" and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, no openings were found in the device and white particles in device outer surface. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported lumps, this event is not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.